Event description:
It was reported that during an in-clinic follow-up, noise was noted on the right atrial (ra) lead and right ventricular (rv) lead. The physician elected to explant and replaced both the ra and rv leads. The patient was stable.